Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed a open wound under the lifevest equipment. Patient described the area as bleeding open ulcer and yeast infection. There was no alleged device malfunction contributing to the irritation. The patient¿s physician advised repositioning for the skin irritation. Outcome of the irritation is unknown.